Event description:
Biomed reported bag of levoquin infused too fast and was found empty 5 minutes after it was hung. He is not sure if med was hung as primary or secondary. He does not know what nurse or care area is associated with the event so is unable to obtain or provide any additional details about pt or event. Pump and tubing requested for evaluation but have not yet been received. F/u report will be filed if received for investigation at a later date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.